Event description:
The pt was diagnosed with type 2 diabetes in 4/2000 and insulin therapy commenced in 7/2000. The pt's medical history includes a previous thyroidectomy. The pt was not receiving any concomitant medication. The pt has no history of: change of insulin therapy (eg. Animal to human), interruption in insulin therapy, intercurrent illness stress, recent nausea and vomiting, hstory of manipulation of insulin dose, forgetting to use insulin. The pt did not take any of the following medications: steroid therapy. The pt does have a history of fluid or electrolyte depletion. The pt had been using 2 pen injection devies (humapen ergo-opaque cartridge holders) to deliver insulin lispro (humalog) and isophane insulin (humulin I) for the treatment of type 2 diabetes since 8/2000. In 10/2002, the pt developed a chest infection. Three days later, the pt was hospitalized for diabetic ketoacidosis. One day later the pt's blood sugar level was 20 when normally it is between 8-10. While the pt was in hosp the nurse noticed that the pen that was used to deliver insulin lispro was delivering inconsistently and that it had 1 broken tab. The other pen used to deliver isophane insulin was delivering consistently and did not have broken tabs. The nurse changed the cartridge holder of the faulty pen to a clear cartridge holder to check the function of the pen. The pen delivered consistently. The nurse states that the pt does not usuallly prime their pens before delivering. Lab data: urinary ketones large; 2 days later the pt's hbic was 10.3%. At the time of reporting the pt had not recovered and the events were continuing. Insulin lispro and isophane insulin were continuing and new pens were provided to the pt. The faulty pens are due to be returned for further analysis, pharmaceutical delivery systems provided initial comments on 10/22/2002: when the MFR (pds) receives the complaint devices, an investigation will be performed and the results reported as required. The event of diabetic ketoacidosis was considered to be casually related to the devices. The event of chest infection was not assessed by the reporting health care professional. This report is assoc with 1819470-2002-00040, where humapen ergo teal-opaque ms 8335, has been listed as the first suspect device.